Manufacturer narrative:
Qn#(B)(4). MDR report key 11205164 report number 3014527682-2021-00001 complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found on maude database: device problems: unraveled material (1664); material twisted/bent (2981) patient problem: no clinical signs, symptoms or conditions (4582) event type: malfunction no event description was provided.

Manufacturer narrative:
(B)(4). MDR report key (B)(4). Report number 3014527682-2021-00001

Event description:
Complaint found on maude database: (B)(4). Event type: malfunction. No event description was provided.